Event description:
Event description guidant received information that loss of atrial and ventricular capture and sensing was observed with this patient's leads due to dislodgement. The leads were removed from service and successfully replaced. The decision was made to explant the pacemaker as well due to questionable sensing on the atrial channel. A new device was implanted without further incident.